Event description:
During placement of the bard x-port, the catheter portion of the chest port broke while being inserted into the patient. One portion of the catheter was in the patient and the other portion was outside the pt. This situation required a portion of the catheter to be snared from the patient in order to prevent it from traveling towards the heart. Manufacturer response for port catheter, implanted, subcutaneous, intravascular, m.r.I. Implantable port (per site reporter). Made initial report to bard today, awaiting response.